Manufacturer narrative:
Corrected data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately six years eight and a half months following the implant of this 34 mm transcatheter aortic bioprosthetic valve (tav), valve failure was reported. The primary mode of valve failure was structural valve deterioration: predominant aortic stenosis with severe hemodynamic valve deterioration. This was characterized by an increase in mean gradient of at least 20 mmhg from baseline and a mean gradient of at least 30 mmhg. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-tav replacement procedure, tav-in-tav, was appropriate. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b1 b5 h1 - the event now meets the criteria of a serious injury h6-annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that reintervention occurred approximately seven years after the implant of this tav. A second tav was implanted valve-in-valve. The second valve was a non-medtronic device.

Event description:
Additional information received indicated that prior to the valve-in-valve revision, the baseline transthoracic echocardiogram (tte) measured a mean aortic gradient (mgv2) of 48.38 millimeters of mercury (mm hg), an aortic valve area (ava) of 0.85 cm2, a max aortic valve velocity (v2) of 4.40 meters per second (m/sec), leaflet calcification, mild tricuspid regurgitation (tr) and mild mitral re gurgitation (mr). There was no transvalvular regurgitation which translated to no total aortic prosthetic regurgitation.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.